Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during the preparation of a procedure, foreign matter was found on a drainage catheter. When the physician introduced the trocar stylet into the flexima apd loop drainage catheter, he noticed a big drop of fluid coming out of the tip of the catheter. No fluid had been injected into the device by the facility.the procedure was completed with another same device.